Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and multiple tachy shocks due to various episodes of a possible atrial fibrillation (af) with rapid ventricular response (rvr). The patient was admitted to the hospital and treated with af medication. The physician will consult with cardiology for possible reprogramming options or to continue with the medication. No adverse patient effects were reported.